Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that "a pump may have given the wrong medication or dose to patient." There was no patient harm.

Manufacturer narrative:
The customer's report of the administration of incorrect midazolam dose was not able to be confirmed. The review of the pcu event log recorded the user selecting ¿drug calc¿. By using drug calc while in basic infusion, after the parameters were entered the rate was calculated for 781ml/hr. The user manually entered infusion parameters, therefore the medication could not be determined. The medication midazolam was identified as a guardrails drug available in the ¿med-surge¿ profile. During testing an attempt was made to program the guardrails drug midazolam. The parameters that were used by the customer for drug calc were used to program the guardrails drug midazolam. The infusion programming generated a guardrails warning of, dose exceeds guardrails hard limit of 0.31 mg/kg/hour. The only available option was to reprogram. Rate accuracy testing was performed on the source pump and was found to be within specification. Since the intended programming was not provided we were unable to determine a root cause for the reported event.

Event description:
The customer reported that an infusion of midazolam may have given the wrong dose to the patient. The customer wants to know what dosing method the nurse chose, whether it was continuous mg/h or bolus dose mg/min or if the weight based dose was used mg/kg/hr. There was no patient harm.